Event description:
There were elevated thresholds on both leads and the physician decided to replace the whole system on (B)(6) 2014. The following physician had repositioned both leads (B)(6) 2014, however, the issue persisted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. Blood penetrated the lead in the cut areas. The analysis did not reveal any sign of a material or manufacturing problem.